Manufacturer narrative:
The pump was received with intermittent button response due to flattened button dome switches. Unable to perform the displacement test and self test due to unresponsive buttons. Unit received with battery tube threads, missing display window cover, keypad overlay texture damaged and cracked keypad overlay at select button.

Event description:
It was reported that the battery compartment thread was damaged. The customer¿s blood glucose level was unknown at the time of incident. Troubleshooting was performed for damage. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.